Event description:
It was reported that the left ventricular (lv) lead was determined to be unable to capture. The lead was removed and not replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.